Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was returned to omsc for evaluation. Omsc checked the subject device with olympus asset cv-1500, and no abnormality was found after the power was turned on. After performing a continuous energization test, the image disappeared after about 2 hours and it became uncontrollable. The output voltage of the ic of the main signal processing board was unstable. The defect of this ic was the first time. No abnormality inside the device other than the reported phenomenon was found. According to the above investigation, the cause of the reported phenomenon was that the output voltage of the ic on the main signal processing board was unstable. The cause of the output of the ic became unstable was because the ic was damaged. The cause of the ic damage could not be identified. No more information can be provided at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, a flickering image was observed and after a few minutes the endoscopic image disappeared. The intended procedure was completed. There was no report of patient injury associated with the event.